Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. It was noted the pre-procedure mean pressure gradient (mpg) was 2mmhg. An xtw clip was inserted, and grasping was performed. However, grasping and capturing were noted to be difficult, resulting in damage to the posterior leaflet. The physician was able to successfully grasp both leaflets, but the gradient increased to 8mmhg and there was still residual mr. The clip was repositioned, but the same issue occurred. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4 and the gradient returned to baseline. There was no clinically significant delay in the procedure. The steerable guide catheter (sgc) was returned and the soft tip was observed to be deformed.

Manufacturer narrative:
The returned device analysis observed the soft tip to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported observed soft tip deformation. There is no indication of a product issue with respect to manufacture, design, or labeling.